Event description:
Related manufacturing reference number: 2017865-2023-18178. It was reported that the patient presented with a foot infection. There was no allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. A transesophageal echocardiogram (tee) was performed and vegetation was noted on the right atrial lead. The ICD, right ventricular, right atrial and left ventricular leads were explanted. During the procedure, vegetation was also noted on the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.